Event description:
A pt reported on 2/25/00 that the external sphincter muscle to the urethra was destroyed as a result of a targis treatment and other urologic surgeries. The pt experienced "excruciating pain" during the targis treatment.